Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are no supplementary data and it is not expected to receive further data. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
After an implantation period of approx. 1 month it was reported that the lead was repositioned due to perforation.

Manufacturer narrative:
We were notified that this lead was explanted and replaced due to the perforation and dislodgement. Added the explant date.